Event description:
When presented with the ablation as an option. The only side effect that was told to me was that I could not have children afterwards. I was not told that I would be in constant pain until I had a hysterectomy 4 months later.